Event description:
Reportedly, on (B)(6) 2026, a vega r52 lead was used for ventricular lead placement, and the intraoperative parameters were as follows: threshold 0.6v, sensing 4.7mv, impedance 668o. After connecting leads to the pacemaker the ventricular lead was observed dislodged. Multiple attempts to reposition the lead were unsuccessful. Considering the lead had been repeatedly extended and retracted, it was decided to replace it with a new vega r52 lead.